Event description:
Customer reports one incident of a blood leak on reuse #27 at the onset of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 100 cc's. Treatment was continued with new dialyzers and new bloodlines without incident. No patient injury or medical intervention reported.